Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of rewe1938 showed no other similar product complaint(s) from this lot number.

Event description:
PICC line placed using tls technology on (B)(6) 2012. On (B)(6) 2012 patient seen in emergency room for thrombus. PICC removed and discovered metal guidewire was still in the catheter. Additional information: "facility safety event team determined that there is no definitive conclusion that the guide wire caused or precipitated the thrombus. They did treat the patient."